Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite, and system boot up failed due to defective host pc software. The philips engineer reloaded the host pc software. Following replacement, the system returned to use in good working order. A scenario where the imaging functionality is still available after restarting the system and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not start up at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.